Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: occupation - interventional cardiologist. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported an adverse event (patient stroke) during an aortic stenosis (as) procedure while using a 75cm destination slender. The doctor stated that anatomically there was a type iii arch and that the vessel tortuosity was appreciated. There was some difficulty with sheath aspiration. They stated that the event occurred, towards the end of the procedure, during the phase of imaging the coronary arteries. The patient was intervened on with tissue plasminogen activator (tpa) to treat the middle cerebral artery (mca) stroke, and patient symptoms resolved post intervention. Initial procedure was completed, and lysis intervention was successful. Additional information was received on 17 mar 2022: precise timing of the event is unknown. The reason for the stroke was procedurally related, however, of unknown specific origin. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complications since medical intervention was needed to address the stroke. The exact root cause of the stroke cannot be determined. The DHR could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 12 apr 2022: the aortic stenosis (as) procedure was a procedure done to evaluate the valve area prior to any treatment for aortic valve stenosis. Simultaneous pressures were measured in the left ventricle and ascending aorta. The stroke occurred, middle cerebral artery (mca) however, uncertain of the side. The insertion point of the sheath was on the right radial artery.